Event description:
It was further reported that the pump was later explanted on (B)(6) 2014 to avoid in-vivo battery depletion. The patient recovered without sequela. The pump was returned for analysis. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that there was a volume discrepancy and the patient experienced an overdose. It was reported that there was a volume discrepancy where the expected residual volume (erv) was 4.5ml and when aspirated the actual residual volume (arv) was "1 drop". The reporter was unable to aspirate anything else and did get bubbles, but was able to fill the pump with 40ml without problems. It was noted that on the previous refill on (B)(6) 2012 there was no issue. The patient had presented to the healthcare reporter (hcp) on (B)(6) 2012 experiencing withdrawal symptoms, "high tone" and a urinary tract infection (uti). Patient's dose was increased to which the patient did have a positive response and "got better" and the patient's antibiotic regimen for the uti was complete. The hcp felt that the increased spasticity in (B)(6) was secondary to the uti. On the report date, the patient was experiencing no symptoms in relation to the volume discrepancy. The hcp was planning to lower the dose in the pump and bring the patient back in between the refill to confirm volumes. It was then later reported that on (B)(6) 2012 the hcp suspected an overdose. The patient presented to the emergency room (ER) after being somnolent, slumped over, having labored breathing and not recognizing family. Upon arrival, the patient had hypotension and bradycardia. The ER hcp emptied the pump reservoir and found arv to be 35ml when the erv was 39.5ml so over-infusion was discovered. Patient was intubated and stabilized and transferred to the pump management hcp's primary hospital and admitted to the intensive care unit (ICU). A (B)(6) study was done on (B)(6) 2012 and was confirmed as normal. On the same day they filled the pump with 10ml of drug, and aspirated an accurate expected amount of 9.6ml the next day. A catheter dye study was being planned in addition to comparing arv to erv. The hcp noted that the patient was very sensitive to drug changes and that only "a couple of times" they had to give one dose of oral baclofen. As of (B)(6) 2012, the patient was said to be "doing well" still planned to do a catheter dye study. Further information provided on (B)(6) 2012 reported that a total of 4 (B)(6) studies were done to try and stress the pump into revealing an issue, however, no issues presented. The catheter dye study, x-rays and blood work were all normal also. The only thing that the neurosurgeon hcp saw on the CT was that the catheter was lying across the reservoir fill port which concluded the possibility that the overdose was due to the medication being incidentally injected straight into the catheter and not the reservoir upon refill on (B)(6) 2012. The dose was decreased and the patient remained hospitalized through (B)(6) 2012 and a cause was never determined. The hcp's best assumption was a pocket fill, but that was never proven. The patient was going to have the catheter revised before the next refill. The neurosurgeon hcp did not feel there was urgency, so revision had not been scheduled yet. The medication in the pump was baclofen and as of (B)(6) 2012 the daily dose was 225mcg/day and the patient was "doing fine" and had no further issues. Patient outcome was reported as recovered without sequelae. The hcp reported they were "still trying to understand the cause and delayed onset of overdose symptoms". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Only pump was returned for analysis. As received, the pump reservoir was empty and left in the simple continuous infusion mode. The septum was tested and no anomalies were noted. Dispense accuracy testing passed. The pump was subjected to internal bleaching after dispense testing was complete and passed for accuracy. During internal bleaching the pump is programmed to 24,000 ul/day to cycle the reservoir contents (was filled with bleach) and logs checked. Eri was noted and was expected. After internal decontamination the pump was filled with sterile water and programmed to 24,000 ul/day for 30 minutes to purge the bleach from the pump tube. During this process the pump suffered a low battery reset. Destructive analysis was performed. Battery resistance was tested and passed. However, a shorted motor wire feedthru anomaly was discovered with shorting across the insulator.

Event description:
Additional information: it was reported at the refill (B)(6) 2012 that the patient must have been over-infused based on the reservoir volume discrepancy. On (B)(6) 2012 when the patient presented with overdose symptoms the patient also had symptoms of stomach flu, constipation, menstrual cramps, spasms, unable to feed self, fever, and difficulty with urination. The healthcare provider (hcp) prophylactically intubated the patient because they were hypertensive and bradycardic. On (B)(6) 2012 the patient was having symptoms of underdose. A partial pocket fill was suspected. The hcp stated that the patient had respiratory depression, bradycardia, was limp, and was unconscious. The patient had scar tissue. On (B)(6) 2013 the patient had not had any further complications and was receiving effective therapy. It was later reported (B)(6) 2013 that the patient was having unexpected results from the pump. The pocket was opened up and a portion of the catheter was flipped over onto the pump. The surgeon suggested that it was possibly over the fill port. He had concern that it could have been punctured at some point, so he removed a small segment of the catheter and reconnected the catheter to the pump. After the surgery there had not been any further issues with the patient.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).